Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06049. 2017865-2020-06050. It was reported that patient presented to hospital with inappropriate shocks from their implantable cardioverter defibrillator - ICD on (B)(6) 2020. The device was reprogrammed for suspected t-wave over-sensing on the same day. The problem persisted. There were interfering signals and it was suspected to be caused by either wear on the atrial and ventricular leads or a device problem. In order to ensure that the patient did not receive anymore shocks, the entire ICD system was explanted on (B)(6) 2020. Patient condition post-procedure was stable.